Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy- stillbirth/miscarriage') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: discrepancy noted - essure insertion date (B)(6) 2006. Received treatment for pelvic pain, abdominal pain, menorrhagia, pregnancy, miscarriage, migration, perforation- fallopian tubes. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Previously reported event injury nos was removed. New events migration, perforation- fallopian tubes, pregnancy- stillbirth/miscarriage, device ineffective, pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding) were added. Product information indication and removal date were added. Patient information date of birth were added. New reporter and consumer address were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.